Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was to receive an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 08/2012 - reuse. Electrode belt (B)(4): 01/2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) patient experienced two inappropriate defibrillation treatments. Supra-ventricular tachycardia (svt) at 190bpm contributed to the false detections. Additional details from the distributor indicate that the lifevest was alarming and the patient's brother took him to the hospital. It was reported that the patient had been pressing the response buttons, but a physician told him to stop pressing the response buttons and delaying the treatment. Per review of flag data, the response buttons were used intermittently during the event, but not immediately prior to the treatments. After being treated the patient went to the intensive care station. It was reported that the patient would receive an ICD in the following days. There was no report of any injuries.